Event description:
The customer contact reported that prior to patient use, the device touchscreen would not calibrate. There were no reported adverse patient events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen did not pass the touchscreen test. The keys of the touchscreen were not responsive along the right side and center of the display and the key alignment was off centered. Further testing found fluid ingress on the bottom of the touchscreen which was the probable cause of the non responsive touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.